Manufacturer narrative:
A review of complaint activity did not identify any trends for the prism hcv assay. A search for similar complaints determined there is a normal complaint activity for the likely cause lots. Field data was evaluated for lots 03037m700, 03109m700, and 03122m700 during the time frame week of 12/31/2017 to week of 07/07/2019. The prism hcv initial and repeat reactive rates of the complaint lots were within package insert specifications. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lots did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the prism hcv assay was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive abbott prism hcv results on eleven samples that were negative by nat testing on cobas. No specific data was provided. No impact to patient management was reported.